Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for sinus tachycardia. The local boston scientific field representative (fr) called boston scientific technical services (ts) to review the therapy episodes. Ts discussed why therapy had been given and that sustained rate duration (srd) could be programmed off in effort to help prevent future inappropriate therapy. Ts noted that therapy had been exhausted. Of note, the patient reported that they had missed their dose of coreg. Additional information from the fr indicated that srd was programmed to off. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.